Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 4.9mmol/l versus 6.3mmol/l meter to lab. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.